Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. If there is any further relevant information, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was mildly calcified and non-tortuous. The physician implanted a 2.75mm synergy stent and post dilated with a 3.0mm balloon. It was noted that the distal end of the stent was deformed. With ivus it was noted that the wire had gone through the distal stent strut prior to post dilation. The wire was repositioned and the physician post dilated again and then the stent looked perfect. There were no patient complications and the patient status is great.